Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the cartridge is not detected during the load cartridge step. There is no additional information available at this time. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). Correction # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no defects were found. The black box showed no loss of primes or no cartridge detected alarms. Rewound, loaded, and primed with no alarms. The pump was exercised for 24hours at 1u per hour basal rate with no alarms. Force sensor calibration was within specification. Removed lens cover, the display and force sensor flex connector were in place. Removed pump from case inspected force sensor and flex cable no defect found.